Manufacturer narrative:
Age at time of event: 18 years or older (B)(4). Device evaluated by MFR.: synergy mr, ous, 2.25x32mm, stent delivery system (sds) was returned for analysis. A visual and tactile examination of the device found that hypo tube was broken 220mm distal to the strain relief with multiple kinks along the full catheter length. A visual examination of the crimped stent found no issues with the crimped stent. There were no signs of damage; stretching or lifting of the stent struts. The stent od (outer diameter) was measured and was within the maximum crimped stent specification, indicating that there were no issues with the crimp stent profile. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination found no issue with the shaft polymer extrusion. The bi-component bond showed no signs of damage or strain. A visual and tactile examination found damage to the tip. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
Reportable based on device analysis completed on 23-may-2017. It was reported that crossing difficulties were encountered. The target lesion was located in the moderately tortuous and mildly calcified left circumflex (lcx) artery. A 2.25 x 32 synergy¿ drug-eluting stent was advanced but failed to cross the lesion. The procedure was completed with two synergy¿ drug-eluting stents (2.25x20mm and 2.25x16mm). No patient complications were reported. However, returned device analysis revealed a hypotube break.